Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports injecting a patient in the lips with juvéderm® volbella¿ with lidocaine and again about a month later with another syringe of juvéderm® volbella¿ with lidocaine. Nine months after the first injection, ¿patient has had labial and perilabial edema, which is very hard and progressive. They were small nodules at the beginning and after two weeks, very diffuse edema.¿ hcp prescribed prednisone and loratadine. Patient improved after the first days of orally corticosteroids. Hyaluronidase injected with even greater improvement, but lumps persisted and were much smaller. A biopsy was performed and showed a foreign body granulomatous reaction. 3 weeks post symptom onset, patient woke up with swelling again (lip and perilabial edema). Patient reports they had intense sweating. After reviewing several articles, hcp was unsure whether to treat granuloma alone (intralesional corticosteroid and minocycline orally) or biofilm empiric, with cipro and clarithromycin for six weeks. Hcp discussed with a pathologist, whose main hypothesis is foreign body granulomatous reaction, not infection. The granulomas are well formed. Minocycline was started and the patient has already reported improvement but has nodules in the lips (the nodules are individualized, but several, arranged in a "pearl necklace", following the application path with cannula). The doctor has requested general exams, but still has no results. It is unknown if symptoms have resolved. This is the same event and the same patient reported under MDR ID 3005113652-2019-00765 (allergan pr 1976940). This MDR is being submitted for the second injection of juvéderm® volbella¿ with lidocaine.